Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the last clip was loaded properly and the surgeon could squeeze the handle, but jaws have been closed and not opened after clipping. There was no patient involvement.